Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was giving a high alert tone. It was further reported that the alert tone was due to the right ventricular (rv) lead having a tip to coil impedance warning. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.